Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 102 mg/dl. The customer was asked if he recalls any significant events leading to the alarm and he said that got wet while working at work. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin need to be replaced.